Event description:
It was reported that the external pulse generator was broken. It was also requested that it receive its annual test and calibration procedure. The generator was returned for service. Follow-up indicated that no indication was given to the biomedical engineering department that there was any patient involvement associated with the event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator was "broken," it's upper and lowe cases, ring cover, both bail covers and the battery drawer were broken and the keyboard was scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator was broken. It was also requested that it receive its annual test and calibration procedure. The generator was returned for service. Follow-up indicated that no indication was given to the biomedical engineering department that there was any patient involvement associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.